Event description:
Boston scientific received information that an alert was triggered due to out of range pacing impedances. No adverse patient effects were reported. The patient will be monitored.

Manufacturer narrative:
A follow up was performed which noted myopotentials which would explain the variation in impedances. The physician elected to check the device and lead and noted that the lead was not properly connected to the device. The system was re-connected and remains implanted.

Manufacturer narrative:
Upon additional information this investigation will be updated.